Event description:
Recent recall from baxter in [redacted] includes this model, not this lot (baxter recall fa-2025-039). Emailed to site they can discard the packaging, emailed to baxter as fyi, will report to the FDA out of concern for expansion. S [situation]: a nurse went to prime an infliximab infusion with a 1.2 micron filter extension set. The filter was jammed and would not allow any medication through the filter. A saline flush was then used to try to flush through the filter and the filter exploded. B [background]: this is the second time a nurse has utilized one of these filters and it was jammed. We do not have the lot of the other filter that this has happened to. A [assessment]: there is a problem with the 1.2 micron filters not working effectively. This is leading to patient care delay, as then we need to find another filter to utilize. This is also a concern if the block in the filter goes unnoticed, as well as a waste of resources as these filters are then thrown out to find a new filter. R [recommendation]: reaching out to the manufacturer to see if any recalls have been issued. Perhaps sweep for this lot number and see if this happening with other filters as well. Manufacturer response for IV 1.2 micron filter ext set, non-dehp extension set 1.2 micron filter, luer activated valve, male luer lock (per site reporter).